Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and there was blood found in/on the helix mechanism. It was noted that there was blood/body fluid on the proximal conductor and the outer insulation was breached cut; lead damage at implant.

Event description:
It was reported that during the implant attempt, the lead had to be moved 5 times. There was concern that tissue may have been in the helix. Unacceptable impedance and high threshold were observed on the lead. The lead was removed and a different lead was used. No patient complications have been reported as a result of this event.